Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a proximal segment of the lead 6.1 cm long was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the morgue. It was observed that the crt-d exhibited premature battery depletion, and the ventricular leads exhibited high thresholds. The cause of death was not known, but device data showed that the patient experienced some heart failure exacerbation.

Manufacturer narrative:
Continuation of d10: 4298 lead, implanted: unknown; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Rv threshold went high after date of death. Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated at the morgue. It was observed that the crt-d exhibited premature battery depletion. It was noted that the battery voltage reached the recommended replacement time five days post mortem, but twenty days post implant. The battery voltage went from the recommended replacement time to end of service within seven days. The ventricular leads exhibited high threshold measurements that were post mortem. The cause of death was not known, but device data showed that the patient experienced some heart failure exacerbation. (B)(6) 2024, it was further reported that the patient cause of death was a gastrointestinal bleed and the patient death was unrelated to the crt-d system.